Event description:
The plaintiff alleges that while employed as a health care worker the plaintiff was exposed to latex gloves. The plaintiff alleges that the plaintiff was diagnosed in 1999 with type I latex allergy and that the plaintiff continues to suffer from the adverse effects of type I latex allergy. The plaintiff also alleges that has become disabled and unable to perform the plaintiff's customary and usual duties as a health care worker. The plaintiff further alleges that the plaintiff has incurred economic damage including loss of income and will continue to suffer from the loss of income in the future. Futhermore the plaintiff alleges that the plaintiff's condition is permanent and progressive in that it has and will continue to impair the plaintiff's ability to perform the usual and customary duties of the plaintiff's occupation. The plaintiff alleges that the plaintiff has suffered pain, suffering and permanent disability. The plaintiff also alleges that the plaintiff was requried and did employ physicians to examine, treat, and care for the plaintiff, and incurred medical, hospital, pharmaceutical and incident expenses and will continue to incur related expenses in the future. Finally the plaintiff alleges that the plaintiff has suffered from emotional stress and fear due to the increased likeihood of future reactions to latex products and due to the need of having to pursue alternative career choices.